Manufacturer narrative:
Method: a review of the manufacturing paperwork has been conducted. Results: the review of the manufacturing paperwork verified that this lot met all pre-release specifications. Conclusions: aneurysm growth in the absence of endoleak has been defined as endotension. One hypothesis for the source of endotension is the transmural movement of serous fluid across the material used to fabricate devices used to treat the aortic abdominal aneurysm. In response to this issue, gore elected to provide a design enhancement to the original gore excluder bifurcated endoprosthesis. Additional devices implanted and involved in this event: (B)(4).

Event description:
On (B)(6) 2004, this patient was implanted with three gore excluder bifurcated endoprosthesis. On an unknown date, follow-up imaging identified a type IV endoleak. On (B)(6) 2011, follow-up imaging identified a type IV endoleak and aneurysm enlargement to 66 x 70 mm, compared to 61 x 67 mm in 2007. On (B)(6) 2011, an intervention was performed to treat the type IV endoleak whereby two contralateral leg components were implanted. The endotension reportedly resolved, and the patient is doing well.